Event description:
It was reported that "patient had double lung transplant and CABG/ patient had pa, cordis, vip lines. Writer start losing cvp monitor measurement and alarming cordis line occlusion. Line connection checked site was no visible issue. Tried to check blood return from cordis line but no blood return and air came out. Patient repositioned and tried again, no blood return but air. Reported to doctor and asked to check at bedside. Trouble shoot was done by doctor but not resolved. Received order for pa line and cordis line removal and close monitor for neuro status."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient had double lung transplant and CABG/ patient had pa , cordis , vip lines. Writer start losing cvp monitor measurement and alarming cordis line occlusion. Line connection checked site was no visible issue. Tried to check blood return from cordis line but no blood return and air came out. Patient repositioned and tried again, no blood return but air. Reported to doctor and asked to check at bedside. Trouble shoot was done by doctor but not resolved. Received order for pa line and cordis line removal and close monitor for neuro status.".